Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unresponsive after a revision and the hcp wanted to stop the pump. Pt was previously at 1600 mcg/day and the concentration of fentanyl was 5000 mcg/ml.